Event description:
The medichoice transparent dressing do not adhere to the skin. This opens all peripheral IV and central lines to infection. Practitioner have requested this product be replaced.received further information from the site:we have not been provided any specific patient information by our provider. It seems that perspiration may be an issue that interferes with adherence. The use of skin prep is being trialed. Our staff is investigating with the manufacturer.